Manufacturer narrative:
Potential lot #: r20k04055. Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non dehp solution set leaked with an unknown drug coming from the filter. This was observed at the end of patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Potential lot #: r20k04055. Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non dehp solution set leaked with an unknown drug coming from the filter. This was observed at the end of patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The potential lot # r20k04055 was manufactured on november 05, 2020. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. Priming was performed at the set with a bag of sterile water which revealed a leak in the vent of the filter. The reported condition was verified. The cause of the condition was due to a manufacturing related issue; possibly due to a membrane disk slightly misplaced and a thin welding edge during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.